Event description:
It was reported that a continu-flo solution set leaked at the injection site. The issue was identified during patient infusion with a mixture of oxaliplatin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: the lot was manufactured from september 2021. H10: the actual device was not available; however, a video of the sample and retention samples were provided for evaluation. Visual inspection of the video revealed a leak in the junction y connector/tube. The reported condition was verified. Visual inspection and leak test of the retained sample did not reveal any abnormalities. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.